Event description:
A user facility reported an incorrect expiration date on an intraocular lens (iol) package. The iol and unopened package were returned to the MFR for evaluation. The expiration date printed on the package was 2099-09 rather than 1999-09.